Event description:
It was reported to boston scientific corporation that a spyglass ds controller was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2020. According to the complainant, during the procedure, it was noticed that there was no light source coming from the spyglass ds controller. The controller would come on for a second then go dormant. Reportedly, the controller was rebooted; however, there was still no light source coming from the controller. All connections were checked including the outlets which worked with other devices. The procedure was rescheduled due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
Block h6 (device codes): problem code 3191 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: the returned spyglass ds digital controller was analyzed by enercon technologies. The analysis found that the top cover and bottom chassis have scratches and front panel cosmetic damage. A functional assessment was performed and fluid ingress was present. The socket, retention tongue and catheter interface printed circuit board (pcb) were all found to be damaged. The reported event was confirmed. It is likely that the issue was caused by fluid ingress to the console causing damage to the pcb board catheter interface which is normally caused by poor or inappropriate reprocessing, as per supplier report a series of components were replaced as a regular maintenance precaution. Although the number of procedures/recycles of the unit are unknown, handling during use and reprocessing over time likely contributed to the event. A risk review confirms this is not a new or unanticipated event, the issue is unlikely related to manufacturing problem, the unit was manufactured in (B)(6) 2015 which indicates that the issue would have presented in earlier procedures if the cause was traced to a manufacturing problem. Based on all gathered information, the most probable root cause of this complaint is cause traced to maintenance. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing..

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyglass ds controller was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2020. According to the complainant, during the procedure, it was noticed that there was no light source coming from the spyglass ds controller. The controller would come on for a second then go dormant. Reportedly, the controller was rebooted; however, there was still no light source coming from the controller. All connections were checked including the outlets which worked with other devices. The procedure was rescheduled due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.